Event description:
The doctor reported that he observed a tiny metal fragment on the pt's iris postoperatively. The pt's visual acuity is good and the eye is quiet, with no inflammation.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. Customer did not provide the serial number of the system. Additional information has been requested.